Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast reconstruction primary with a mentor memorygel 455cc silicone prosthesis experienced spontaneous right sided rupture post procedure. The MRI examination confirmed the rupture. As a result, patient underwent bilateral replacements with mentor silicone prosthesis with cat#:3505455bc, unknown serial number on (B)(6) 2021.

Manufacturer narrative:
Device evaluation completed on may 22, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 455cc breast implant had a crease/fold on the anterior view. Additionally, a tear within the crease/fold was identified measuring approximately 2.5 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 19, 2021 indicated that serial number for the replacement device is (B)(6). Manufacturer¿s reference number: (B)(4).